Manufacturer narrative:
Analysis of the ins (serial # (B)(4)) found that the battery had reached normal end of life, with normal telemetry and output. Additional comments from device analysis: product analysis #(B)(4): analysis information -- (B)(6) 2017 15:48:48 cst pli# 10 product ID# (B)(4) a lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. A computer longevity estimate was completed based on the parameters the device had when received for analysis. {<(><<)>(><(><<)><(> <<)>)>comments1>} {<(><<)>(> <(><<)><(><<)>)>comments2>} the information obtained from the ins upon receipt indicated the device had reached eri (elective replacement indicator). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The representative (rep)reported that the patient's ins was showing an elective replacement indicator (eri). The rep reported that based on longevity estimate provided, the eri notification seems appropriate. The hcp reported that they want the ins analyzed for potential battery issues. The rep reported that there was dissatisfaction with the longevity of the ins. No patient symptoms were reported. Battery calculations were performed: c+ 3- 5.0v 90 usec 250hz 1000 ohms 12.27 months eri, 15.27 month eos current battery at 2.57v electrode impedance is 1080-2500 ohms previous longevity calculations were given as: 6.0v 90 usec 250hz 1042 ohms 24-7 10.3 months eri, 13.3 months eos battery voltage was 2.68v on the day of measurement.